Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. The patient underwent a revision procedure and this lead was surgically capped and abandoned. The patient's ejection fraction had increased and the physician decided to go with an implantable cardioverter defibrillator (ICD) only. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.